Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. (B)(6). (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasions were found at 10.9-11.3cm, 16.4-18.0cm, and 35.3-36.3cm from the electrode tip. The the etfe coating was intact in these locations.